Event description:
The pt experienced a shocking sensation, overstimulation, and stimulation in the wrong location. She felt stimulation and pain in her left buttock along with strong stimulation in her leg and foot. The pt was advised by her physician to adjust the stimulation and turn it down. She was not able to reach the device to use the programmer, and was waiting for her son to get home to help her. The physician is unk; further follow-up was not possible.

Manufacturer narrative:
(B) (4).